Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 450 mg/dl while wearing the pod longer than 48 hours. It was also reported that the cannula was bent and the pod was leaking insulin. Symptoms reported include dizziness and vomiting. The patient was still in the hospital and was waiting to receive there treatment at the time of reporting. The pod was removed before entering the emergency room.